Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient reported a urinary tract infection (uti). The issue was not resolved at the time of the report. No device issue was reported and no further patient complications have been reported as a result of this event.